Event description:
It was reported that during a veterinary case, the rubber part of the jaw became stuck during retraction into the top of the trocar and fraying of the rubber connections on both sides of the jaw occurred, exposing the metal underneath. Metal shavings were left in the surgery site as a result of the fraying. The shaved pieces of metal were too small to locate after being shaved off in the abdomen of the horse. It was applied to the ovarian pedicle in order to release the ovary for an ovariectomy procedure. The device took several attempts to release the jaws/cut and took a lot of maneuvering in order to do so. With all the extra manipulation, part of the metal that allows the jaws to open started to fray and shave off when taking the handpiece in and out of the cannula. The handpiece was carefully cleaned and re-sterilized after each use. The knife blade was not extended nor protruded beyond the edge of the jaws. Another ligasure device was used successfully with the same generator. No additional medical procedure was performed but it did increase post operation monitoring.

Manufacturer narrative:
D10 concomitant products: forcetriad, forcetriad force triad energy platform (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e1(phone number), e4(email), g3, h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor damage to the jaw wires. Functional testing noted that the device's jaw opening and closing mechanism was functioning properly. Lever was latching and unlatching normally. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. Damage to the jaw wires is consistent with wires rubbing against the sides/edge of a trocar device. Wires strands were not exposed. It was reported that the component had disengaged, the device was difficult to remove from the trocar, and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws were difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw instruments from cannulas to avoid possible damage to the device or injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.